Manufacturer narrative:
Visual inspection: upon review of the associated radiographic image, it was found that the screw cover appeared to have been fractured. The screw cover at the caudal-most level of the construct appeared to have separated from the plate which suggests that the cover had fractured off. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It is not clear what may have caused damage/fracture to the screw cover, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Even though the event was confirmed, no root cause for the issue could be determined based on the available information.

Event description:
It was reported that a patient was experiencing neck pain 4-6 months post-operatively. Upon review of x-rays, 2 ozark view self-starting, variable screws were observed to be broken at the distal level. The securing mechanism of an unknown ozark plate was also observed to be fractured. Revision surgery has not been scheduled. This report captures the plate.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that a patient was experiencing neck pain 4-6 months post-operatively. Upon review of x-rays, 2 ozark view self-starting, variable screws were observed to be broken at the distal level. The securing mechanism of an unknown ozark plate was also observed to be fractured. Revision surgery has not been scheduled as the results of a CT scan are pending. This report captures the plate.